Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a persistent skin reaction at the abdominal infusion site, which subsequently progressed to an infection. The patient stated that she has an allergic reaction to the pod adhesive, which repeatedly caused skin breakouts near the infusion site despite applying benadryl around the area for approximately two months. The patient reported being hospitalized on (B)(6) 2026, after a pod fell off the infusion site following approximately 4-24 hours of wear, accompanied by a severe skin rash and breakouts that gradually worsened. The patient reported being diagnosed with staphylococcal and streptococcal skin infections, including cellulitis infection. Treatment during hospitalization included intravenous doxycycline and cefadroxil. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2026. The patient further stated that she is left-handed and wears pods exclusively on her lower right abdomen, as placement at other sites resulted in pod dislodgement or adhesive failure. The pod worn immediately prior to hospitalization was discarded and is unavailable for investigation.